Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in the (B)(6), during a trans-axillary tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. This approach was selected because of a partial false aneurysm on the inferior aortic arch. The left subclavian artery was noted to be tortuous, but with a good luminal diameter / caliber of 8mm to 9mm. During valve deployment, the commander delivery system balloon burst. The valve was left partially inflated. The burst balloon material prevented the delivery system from being withdrawn. The valve and delivery system were left in the distal portion of the aortic arch and the patient was converted to open surgery for the removal of the devices. A surgical valve was implanted. Following the open surgery, the patient was transferred to the ICU. The patient expired two days post valve implant. The cause of death was reported to be multi-organ failure. Information regarding the native annular diameter was not provided. A calcium score of 6326 was reported. It was also noted that calcium was present on the native valve leaflets.

Manufacturer narrative:
Additional imagery review revealed calcification present in the aortic annulus. Tortuosity was also present in the access vessels. The additional information does not change or affect the previously reported event cause and conclusion.

Manufacturer narrative:
Additional information: section h6: evaluation codes. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided device photographs and case imagery revealed the proximally expanded valve was over the cut distal end of the delivery system inflation balloon. Cine imagery showed the partially expanded valve over the triple markers with the delivery system in the deployment position. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints were confirmed based on the provided device photographs and case imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, and manufacturing mitigation's revealed no indication that a manufacturing nonconformance contributed to the complaint. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. In this case, it was mentioned that the patient had heavily calcified tricuspid aortic valve and the balloon burst during partial inflation. The presence of calcification can create a challenging anatomy for the balloon inflation process. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). A balloon burst may have created difficulty withdrawing the delivery system into the sheath. The altered balloon profile would have likely become caught on the tip of the sheath and contributed to resistance during withdrawal. Available information suggests patient factors (calcification) likely contributed to the balloon burst during valve inflation and the subsequent difficulties encountered during the device withdrawal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions / conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.